Manufacturer narrative:
(B)(4) the device history review for the product hemolok ml clips 6/cart 84/box lot#73j1400324 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic vats lobectomy using the hemolok ml applier and clips to ligate a branch of the pulmonary artery, the first clip they tried to use would not lock. The instrument was removed from patient and the scrub nurse reloaded applier and test fired and then the clip locked okay.